Event description:
Three to seven pts involved. Upon post-op inspection of the dispersive electrode pad site, it has been noted that several pts experienced reaction to the adhesive portion of the pad. This reaction consists of an outline of the pad, raised and reddened. Additionally, two pts experienced petechiae in this area. Several of the pts required follow-up care for the reaction. Second event date 3/31/94.